Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issues with 10 infusion sets. The site issues reported were of the same type. The patient mentioned that the blood glucose (bg) levels were higher than expected and upon inspection of the site, it appeared wet with insulin, but no apparent point of leakage was found. The event date was reported to be within the past month or since 29-apr-2024. The infusion set was in use for 2-2.5 days. The patient's bg due to the issue was 392 mg/dl. The patient took correction bolus via pump and mdi and then changed the infusion set. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 10.